Event description:
It was reported that, during the activation appointment of this artificial urinary sphincter (aus), when pressing the pump bulb, urine leak was noted; the bulb was pressed multiple times, but the leak persisted. Several weeks later, the patient had a follow up appointment with a different urologist, during which the physician tried to activate the device again; however, although it initially functioned, it eventually stopped working. Imaging tests were performed, and no device issues were noted. A replacement surgery was suggested. No additional information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that, during the activation appointment of this artificial urinary sphincter (aus), when pressing the pump bulb, urine leak was noted; the bulb was pressed multiple times, but the leak persisted. Several weeks later, the patient had a follow up appointment with a different urologist, during which the physician tried to activate the device again; however, although it initially functioned, it eventually stopped working. Imaging tests were performed, and no device issues were noted. A replacement surgery was suggested; however, it has not been scheduled. There were no patient complications.

Event description:
It was reported that, during the activation appointment of this artificial urinary sphincter (aus), when pressing the pump bulb, urine leak was noted; the bulb was pressed multiple times, but the leak persisted. Several weeks later, the patient had a follow up appointment with a different urologist, during which the physician tried to activate the device again; however, although it initially functioned, it eventually stopped working. Imaging tests were performed, and no device issues were noted. A replacement surgery was suggested; however, it has not been scheduled. There were no patient complications.